Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging respiratory and liver issues. Liver enzymes are elevated for no reason. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of respiratory and liver issues, liver enzymes were elevated for no reason related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Section b5 has been corrected and should be reported as: the manufacturer received information alleging respiratory and liver issues, liver enzymes were elevated for no reason related to a CPAP device's sound abatement foam. Section h6 corrected (health effect-clinical code) and updated in this report.

Manufacturer narrative:
Additional information was received on may 13, 2022, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of respiratory and liver issues, liver enzymes were elevated for no reason related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Additional information was received about the allegation of other thermal issues and other device complaint issues. Section e1 and h6 has been updated in this report.